Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the left sided pvc procedure, communication issues resulted in the procedure being cancelled. It was noted that the catheters no longer displayed in high confidence. The full system was restarted twice and the tactiflex catheter was replaced with no resolution. Switching to navx mode did not solve the issue either so the procedure was aborted. There were no adverse patient consequences. The procedure has been rescheduled for the patient.